Manufacturer narrative:
(B)(4). Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had leaked during patient connection. The customer stated that the tubing was in a pump, and the blood from the patient backed up into the tubing and mixed with fluid to leak onto the floor. The cut/leak was from where the slide clamp was clamping the tubing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. During visual inspection a cut in the tubing was identified causing the reported issue. The cut noticed is a clean transversal cut. The reported issue was verified. The cause was determined to be due to human error during manufacturing/packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.